Event description:
The caregiver was using a medcare stand lift with a medcare stand belt that goes around the patient and just below the arms. The caregiver was lifting the patient out of a chair and the lift kept going up on its own when the caregiver let off on the up button. Once the lift reached its maximum height the lift stopped but it was too high for the patient. The patient dislocated her shoulder.

Manufacturer narrative:
The circuit board on the control box of the 400002 medcare stand lift was replaced and the stand lift is back in use at the facility.